Event description:
Patient reported deflation against left device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, crease fold, wear abrasion and white particles inner the shell. Leak test and microscopic analysis was performed which identified: crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease smooth on anterior assessed as fold flaw opening.

Event description:
Patient reported deflation against left device. Device has been explanted and replaced.